Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up but was not reproduced. System error 105 was confirmed and caused by a failed motor flex. Further evaluation was found severed motor mount screws. The failed motor assembly and mount screws were replaced.